Event description:
It was reported that patient underwent a replacement surgery of his artificial urinary sphincter (aus) due to device was not functioning properly. The cuff was too large. All components were explanted and replaced. No averse patient effects.